Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that stored high ventricular rate episodes revealed oversensing on the right ventricular lead.